Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 1 year and 11 months. The pump remains in use supporting the patient. Both replaced portions of the percutaneous lead were received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was experiencing red heart and low speed alarms while connected to the power module. The patient was seen in the clinic and the event history showed multiple pump stop, low flow, driveline disconnect and low speed alarms. The external portion of the percutaneous lead was manipulated, and the patient was asked to twist and turn extensively, but the alarms could not be reproduced. The system controller was exchanged. The patient remained asymptomatic throughout the events. Review of the log file for the second controller showed continued intermittent low speed and pump stop events while on the power module patient cable. On (B)(4) 2015 the manufacturer's technical services representative replaced a portion of the distal percutaneous lead. The patient continued to experience low speed and pump stop alarms while connected to the power module. There was enough of the external percutaneous lead to perform a second replacement of the entire external portion of the percutaneous lead near the exit site on (B)(6) 2015. The patient will continue to be monitored. No further issues have been reported.

Manufacturer narrative:
The pump remains in use supporting the patient. The replaced external distal end portion of the percutaneous lead was returned for evaluation. The system controller was also returned. The reported low speed events, pump stoppages, and alarms were confirmed during review of the system controller log files submitted by the health professional and the log file downloaded from the returned system controller; however, the cause of the events could not be conclusively determined based on this evaluation. The log files captured several transient low speed events and pump stoppages on (B)(6) 2015. The events were associated with scattered low speed, low flow, and driveline disconnected hazard alarms and appeared to have occurred only while the patient was connected to the power module. Based on the manufacturer's previous complaint experience, the events captured in the submitted log files appear consistent with a potential percutaneous lead wire compromise. Approximately 6.5 inches of the original distal end of the percutaneous lead that was replaced on (B)(6) 2015 was returned, and approximately 22 inches of the distal end of the percutaneous lead replaced on (B)(6) 2015 was also returned. Continuity testing of both replaced percutaneous lead segments found all wires were electrically intact. Examination of the 6.5 inch percutaneous lead segment revealed breakdown of the braided shield near the metal connector and at the terminus of the distal end bend relief. The underlying wires appeared slightly kinked in the area of the terminus of the distal end bend relief. Examination of the 22 inch segment revealed very minor breakdown of the braided shield in a few areas on the proximal side of the replacement site. The replacement site was examined and appeared unremarkable. The underlying wires of both percutaneous lead segments were examined under a microscope, and no areas of compromised wire insulation were identified. Both percutaneous lead segments were suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of the compromised insulation were identified. The evaluation of the returned portions of the percutaneous lead did not identify an issue that would have contributed to the low speed events and pump stoppages captured in the system controller log files. The returned system controller was functionally tested and was found to operate as intended. The device operated on a mock circulatory loop without any notable events captured in the history. No functional issue was identified during the analysis and the data contained in the log file could not be correlated to the returned system controller. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: no further alarms or issues have been reported since the event. No log files have been submitted since the event.